Manufacturer narrative:
Evaluation summary. For the system, no further information was able to be obtained from this customer. With no additional, related information provided, the customers reported event was not able to be confirmed. The product met specifications at the time of release. The root cause cannot be determined conclusively. For the consumable product, the device history record (DHR) shows the product was released per specifications. The returned sample was visually inspected. The sample was used, wet, and the drain bag was returned with surgical fluid inside. The surgical fluid in the drain bag was evidence of fluid flow through the cassette. The filters in the cassette were wet. Additionally, the pump elastomer was also noted to be partially lifted. The elastomer was removed and inspected, water drops were observed on the pump area of the elastomer and pinch plate, in returned condition. A full internal leak test was performed on the cassette using an external pressure source and no leakage was detected. An air burst test was then conducted on the elastomer, the burst pressure was found to be within specifications. With the elastomer reinserted onto the cassette, the sample was functionally tested. A constellation console representing the current software version was used to test the sample. The sample could prime and pass iop calibration successfully. No anomalies were observed during priming. The infusion, irrigation, and aspiration performance was tested at specific data points and met specification. After functional testing no leakage was detected from the pump elastomer or on the pump area of the fluidics module. Cleaning process was able to be performed after functional test was completed. The elastomer was not lifted during functional/performance testing. While the presence of fluid under the pump elastomer was confirmed in returned condition, the issue was not replicated during testing and the cassette functioned per specifications. After both leakage and console laboratory testing, inspection of the sample indicated no signs of continued leakage from the pump elastomer or cassette. Furthermore, there were no signs of fluid leakage onto the fluidics console due to continued leakage from the cassette. As the issue was not replicated during evaluation, the exact root cause of the event could not be established. The manufacturer internal reference number is: (B)(4).

Manufacturer narrative:
The system was examined. A company representative cleaned the system and the fluidics module was replaced. (B)(4).

Manufacturer narrative:
System in transit to affiliate offices. A sample is in transit to manufacturing site. Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. Additional information has been requested but not received to date. (B)(4).

Event description:
A nurse reported that the system crashed during a pars plana vitrectomy surgery due to bss leaking into the device. The cassette was successfully primed. The phaco procedure and the irrigation/aspiration step were performed without any problems. Then a system message was displayed as the bss run out. The system message could not be reset and the cassette could not be removed. According to the reporter the device was completely wet. The system was shut down and switched on again to complete the surgery. There was no patient harm. Additional information has been requested but not received to date.